Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported low readings with the freestyle libre 2 sensor. The caller reported unspecified low readings with the sensor, as compared to a competitor meter. The customer lost consciousness, and required glucose injection by a healthcare professional. Low scan readings are generally indicative of hypoglycemia; however, as the caller did not provide readings it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.